Event description:
It was reported that this 980 ventilator displayed a diagnostic code. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator displayed a diag nostic code.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with code "mix buv unauthorized activation in memory and replaced the mix controller pcba (printed circuit board assembly). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One mix controller pcba was returned to medtronic for failure investigation. It was attached to the test ventilator and powered up. While attempting to calibrate the ventilator, it was observed that backup ventilation error was coming on and off on the status display and error ode was also generated in the diagnostic logs. Further investigation isolated the fault to an internal intermittent open connection on the printed circuit board. If this failure were to occur while in use on a patient the ventilator response would be to enter loss of ventilator (lov). The cause of the event was isolated to a faulty mix controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.